Event description:
Pt initiated on hemodialysis, after aspiration of blood from both ports. Approx 30 seconds after treatment began, pt complained of severe right upper back pain. Treatment ended. Pt transferred to hosp and admitted with diagnosis of right hemothorax.